Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing "bad" illumination during a vitrectomy surgery. The light source was replaced to complete the procedure. There was no patient harm.

Manufacturer narrative:
The company service representative examined the system and found system message (sm) ¿the lamp has exceeded its rated life: lamp needs to be replaced. Please contact field service¿. The xenon lamp was replaced to resolve the issue. It should be noted that the sm noted is an advisory for the user to replace the lamp. The sm presents after the lamp has reached 400 hours and can be cleared by the user pressing a button on the screen. The lamp can still be used after this system message is acknowledged. The system was then tested and met all product specifications. The system was manufactured on october 30, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the xenon lamp, which exceeded its rated life. However, no problem was found with the xenon lamp as it functioned to its expected rated life. (B)(4).